Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the cartridge disengaged. The surgeon performed a laparotomy to remove the component. The hospital has reported the pt's condition is satisfactory.